Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be attributed to possible use-error. It was noted that the vessel was erroneously nicked. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review. A system log review was conducted no related entries were found. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, the surgeon erroneously nicked a vessel which resulted in bleeding. As a result, the surgeon elected to convert the procedure to open surgery in order to control the bleeding. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the surgeon erroneously nicked a vessel which resulted in bleeding. The procedure was converted to open surgery to address the injury. Intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr) regarding the reported event: the surgeon had operated with the da vinci system for a few hours prior to converting to open surgery to control the bleeding. The csr confirmed that the reported bleeding was due to surgeon error. The surgeon reported they nicked a vessel that should not have been hit. The patient had a blood transfusion. The csr was told by circulator that the patient had lost 9 liters of blood during this extended procedure and believes the procedure lasted around 12 hours. Post-operatively, the patient was admitted to the intensive care unit (ICU) for the bleeding.